Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a battery status of end of life (eol). At previous check, approximately two months prior, the battery status was middle of life2 (mol2). The physician expressed concern with regard to battery behavior.